Manufacturer narrative:
The tear seen at explant was confirmed. All three leaflets contained tears. Stent post 3 was bent, per the site the damage occurred at explant. There was fibrous pannus ingrowth on the outflow surface of leaflet 3. No inflammation or significant calcifications were present. The cause of the tears and pannus could not be conclusively determined; however, the fibrous pannus ingrowth noted had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to leaflet tears and reduced durability.

Event description:
On (B)(6) 2016, a unknown size trifecta valve was implanted due to aortic regurgitation. On (B)(6) 2019, the trifecta valve was explanted and a leaflet that was detached from the stent post between the left coronary cusp (lcc) and non coronary cusp (ncc) was noted. The valve was exchanged for an unknown valve. On (B)(6) 2019, a 27mm tailor annuloplasty ring was implanted. No patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2016, a unknown size trifecta valve was implanted due to aortic regurgitation. On (B)(6) 2019, the trifecta valve was explanted and a leaflet that was detached from the stent post between the left coronary cusp (lcc) and non coronary cusp (ncc) was noted. The valve was exchanged for an unknown valve. No patient consequences were reported. Additional information was requested.